Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time.the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a transfer set. The nurse stated that the spike of the transfer set was separated from a port of the twin bag after connection by the clean flash. There was patient involvement. There was no patient injury or medical intervention was reported.